Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the customer, the procedure caused a small tear in the esophagus but the pt did not require further medical help.